Event description:
The customer reported that no 12 lead ECG signal was captured for the patient. It was confirmed that there was no patient incident/injury.

Manufacturer narrative:
(B)(4). The customer reported that no 12 lead ECG signal was captured for the patient. It was confirmed that there was no negative patient outcome. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.